Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels that ranged from 50-63 mg/dl. Customer would consume carbohydrates and suspend insulin delivery to address low bg. Reportedly, the customer delivers a food bolus too soon prior to eating.